Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t1 and t2 implants deployed simultaneously. None of the t implants was deployed through the meniscus, therefore, no implants were removed. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in the original packaging with the batch number of the complaint on the label. The t1 is off the needle but still attached to the suture. The t2 is still in place on the needle. The knot is not tightened down. The actuator is in the pre-t2 position. A functional evaluation was performed on the returned device and found that the actuator pushed the t2 off the needle and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.